Manufacturer narrative:
Patient sex not available from the site. The name of the initial reporter was not provided the site. The occupation of the initial reporter was not provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intra-operatively during the register task. It was reported that the surgeon was doing a posterior cervical case with an imaging device registration, using the cranial reference frame on an articulating arm and the patient pinned in a mayfield. The surgeon spun twice, and both times felt about 5mm off immediately when checking against known anatomical landmarks. The only movement between the spin and checking anatomical landmarks was lowering and raising the bed. After the first spin, the manufacturer representative had them move the frame closer to the patient's head, with no resolution. The surgery was completed without imaging or navigation.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended, the reported issue was unable to be replicated and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient gender was provided by the site. Additional information added to the event description. The name of the initial reporter was provided. The occupation of the initial reporter was provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively during the register task and delayed the surgery by 15-20 minutes. It was reported that the surgeon was doing a posterior cervical case with an imaging device registration, using the cranial reference frame on an articulating arm and the patient pinned in a mayfield. The surgeon spun twice, and both times felt about 5mm off immediately when checking against known anatomical landmarks. The only movement between the spin and checking anatomical landmarks was lowering and raising the bed. After the first spin, the manufacture representative had them move the frame closer to the patient's head, with no resolution. The surgery was completed without imaging or navigation and there was no impact on patient outcome.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the probable cause of the issue could not be determined since the behavior could not be replicated during the system checkout. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.